Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the alarm had occurred twice in the past but advised that the insulin pump always worked after it restarted. The customer's blood glucose was 178 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.